Event description:
The advocate stated that her mother received a blood glucose reading of 112mg/dl from her contour and a reading of 60mg/dl from the nurse's meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.